Manufacturer narrative:
Unit received with intermittent buttons due to flattened up arrow dome switch, creased and moisture damage at keypad traces. Unit received with peeling keypad overlay. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is broken at the battery hatch. Customer does not recall any significant events leading to the error, but stated that it was due to daily wear and tear. Customer's blood glucose was 242 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.